Event description:
It was reported to medtronic minimed that the customer's pump had a crack along the battery compartment, diminished battery, leading to frequent battery changes and received an insulin flow block alarm. The customer reported no adverse event. The event involved product(s) mmt-242a, mmt-332a, mmt-1880. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-242a. No product return is required for mmt-332a. No product return is required for mmt-1880.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test, sleep current test and self-test. No unexpected insulin flow blocked alarms noted during testing, and p-cap locks properly into the reservoir compartment. Unit successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump alarmed normal low battery alerts on 03/23/2025 23:25:00, 02/24/2025 03:44:00 and 01/28/2025 00:30:00. No unexpected low battery alerts listed in the pump trace download. Battery cycle 65.0 received the lowbatteryalert (104) on 03/23/2025 23:25:00 after more than 7 days at 27.7 days. Battery cycle 64.0 received the lowbatteryalert (104) on 02/24/2025 03:44:00 after more than 7 days at 27.1 days. Battery cycle 63.0 received the lowbatteryalert (104) on 01/28/2025 00:30:00 after more than 7 days at 28.04 days. With reference to the baat tool instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. No delivery alarm and bolus not delivered was not found in the history file or traces on event date of 28-mar-2025 or two days prior. Pump was cut to perform visual inspection and found moisture damage on the motor. The following were noted during visual inspection: cracked keypad overlay, cracked case, scratched case, battery tube threads - cracked and cracked case (battery tube). Cosmetic damage was confirmed at the battery tube side. No delivery/occlusion alarm, unexpected insulin flow blocked alarm and charge/battery lasts less than expected were not confirmed during testing. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. No low battery alert noted during testing and no unexpected low battery alerts listed in the pump trace download. Exposed to moisture confirmed due to dried insulin on motor slide. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.